Event description:
User of renu starting in march. Developed symptoms of redness and irritation. Referred from optometrist to ophthalmologist. Seen by ophthalmologist on 04/14/2006 exam and cultures taken. Cipro 0.3 and zymar. Symptoms resolved with use of these drops. Visual acuity did not change as a result of this incident.